Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The pulse generator was received in backup operation mode with the product code corrupt. The product code was reloaded to restart the device. Thermal and mechanical stressing did not cause the backup operation to recur.

Event description:
It was reported that the pulse generator exhibited loss of telemetery. The device was explanted and replaced.